Event description:
It was reported that the user experienced recurring alert 38 motor stall messages indicating an occlusion, which cleared after supply changes, and the user believed the issue was with the ilet; a dry run and drop test produced no alerts, the system was reconnected, and the user was advised to perform a full supply change if the alert returned, consistent with a device mechanical problem involving the motor and failure to infuse. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem and a communications problem, characterized as failure to infuse with the motor implicated as the component. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency and cause traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.